Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported ¿rupture¿ diagnosed via MRI. This record is for the right side. Device remains implanted.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ crease / folding of implant: observed creases on device through visual inspection. No further actions are required as it is not related to the manufacturing process. ¿ rupture: not observed through visual inspection. None of the other observations performed during the device analysis (deformation) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported ¿rupture¿ diagnosed via MRI. Later healthcare professional reported "positive linguine sign on MRI" and "any creases". This record is for the right side. Device was explanted and replaced. Device returned.

Event description:
Healthcare professional reported ¿rupture¿ diagnosed via MRI. Later healthcare professional reported "positive linguine sign on MRI" and "any creases". This record is for the right side. Device was explanted and replaced. Device will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, b5, d6b, e1, h6.